Manufacturer narrative:
At this time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to apply the adc freestyle libre sensor due to "locked applicator and loose needle." The customer experienced symptoms of pallor, slow movements, and had contact with a healthcare provider who administered intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.